Event description:
Customer reports arterial catheters easily malfunction during surgical cases. Arterial line begins having a poor wave form needing constant flushing and tweaking. It was reported that there is a slight bend in the catheter, the lumen of the catheter collapses and the transducer can't read actual pressures. It can be helped by flushing the catheter but that is only a temporary fix. Patient condition and details were not available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Customer reports arterial catheters easily malfunction during surgical cases. Arterial line begins having a poor wave form needing constant flushing and tweaking. It was reported that there is a slight bend in the catheter, the lumen of the catheter collapses and the transducer can't read actual pressures. It can be helped by flushing the catheter but that is only a temporary fix. Patient condition and details were not available at the time of this report.